Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while attempting to clip the common bile duct the clips were falling out instead of locking down. The clips fell into the patient and were retrieved. They opened a new device to complete the procedure. There was no patient impact.

Manufacturer narrative:
Malformed clip, jaws unable to open_open after assisted, advancer bypass the analysis results of the device found that it was received in good condition. The device was cycled and the first three clips were advancer bypassed causing pear shaped clips. During each firing sequence, the jaws remained in closed position and the trigger was manually assisted in order to open the jaws. The remaining seven clips were conforming however, sticking issues were noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the jaw did not move on the way to firing. Another device was used to complete the procedure. There were no adverse consequences to the patient. Additional information received on 11/12/2009: ¿the jaws locked on the artery and did not open. Therefore another device was used to make additional clips on the patient side and the device was resected from the artery. The closed jaw was opened unexpected during that action. There was no tissue damage.¿

Manufacturer narrative:
Information anticipated, but unavailable at this time.